Event description:
The sales rep has reported that the green cable port has a broken, cracked d.c. Motor adapter. There have been no patient consequences reported. One device to be returned.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the sales rep has reported that the green cable port has a broken, cracked d.c. Motor adapter. The analysis site per the mammotome service manual performed service tests and found the green dc motor adapter was broken confirming the customer's complaint. To correct this issue the site performed the dc motor adapter upgrade per the service manual. The site also found the lcd display would not lock into place and to correct this issue the site replaced the u-handle. The control module was missing the serial number and the analysis site replaced the serial number label to correct the problem. As part of the standard ees service process, replaced the muffler, applied loctite, to the foot/hand switch connector, applied epoxy to the power input module, and applied dow corning lubricant to the dc motors, performed the dc motor adapter upgrade per the mammotome service manual. The device history record has been reviewed and has passed qa inspection.